Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's l1 drg lead had migrated. In turn, the patient underwent surgical intervention. During the procedure, the doctor decided to explant and replace the patient's l1 drg lead. The doctor also decided to electively explant and replace the patient's ipg. Lastly, the doctor implanted to additional drg leads at t12 to cover a new pain area.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.